Manufacturer narrative:
Batch review performed on 16 march 2020: lot 103214: (B)(4) items manufactured and released on 13-dec-2010. Expiration date: 2015-11-30. No anomalies found related to the problem. (B)(4) item resterilized and released on 08-feb-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. (B)(4) item resterilized and released on 24-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. (B)(4) items resterilized and released on 01-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. (B)(4) item resterilized and released on 18-apr-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. (B)(4) item resterilized and released on 29-sep-2015. Expiration date: 2020-09-06. No anomalies found related to the problem. (B)(4) item resterilized and released on 01-nov-2015. Expiration date: 2020-10-20. No anomalies found related to the problem. (B)(4) items resterilized and released on 09-jun-2016. Expiration date: 2021-05-17. No anomalies found related to the problem. (B)(4) items resterilized and released on 06-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. (B)(4) item resterilized and released on 27-oct-2016. Expiration date: 2021-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta clinical affairs director: hip revision surgery performed 8 years after cementless total hip arthroplasty. No information concerning patient age, general health conditions and activity level is available. Radiographic image provided shows the presence of osteolytic areas in gruen zone 1 and suboptimal cup position. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. The reason of this event cannot be determined.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and cup 8 years and 2 months after primary. The surgery was completed successfully.